Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not function on battery power, and a battery failure alarm occurred when the device was plugged in. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer requested the part number for a replacement power management (pm) board. A follow up was performed with the customer, and it was reported that the v60 ventilator would not function on battery power, and a battery failure alarm occurred when the device was plugged in. The customer reported that a replacement battery was installed into the device; however, the issue was not resolved. The customer then reported that the power management board was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.